Event description:
Related manufacturer reference number: 1627487-2022-00507. It was reported that the patient did not have adequate therapy and the system was explanted on (B)(6) 2021 and replaced with a competitor system.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The reported event for ineffective pain relief could not be confirmed due to insufficient product being returned. A 15cm terminal end segment was returned. No root cause was identified for returned product.